Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic/pacemaker dependent patient presented for a routine device changeout procedure. Upon pre-procedure interrogation, the atrial lead exhibited an increase in impedance. The lead was also suspected to be fractured. The lead was capped on (B)(6) 2018 and replaced. The patient was in good condition.